Manufacturer narrative:
The service representative inspected the module and performed troubleshooting procedures, however service could not determine a single definitive cause of the falsely elevated co2 results. No additional discrepant patient results have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The search for similar complaints did not identify a trend related to the current complaint. The most recent product monitoring review (pmr) for clinical chemistry systems was reviewed and did not identify any similar issues related to the alinity system. Device history record review did not identify any non-conformances. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), was identified.

Event description:
The customer observed falsely elevated carbon dioxide results generated on the alinity c analyzer for one patient. The results were reported and the physician questioned the results. The customer repeated on the architect c4000 and the results were lower. The following data was provided. Sid (B)(6) (all results in mmol/l): co2: original result = 36.6; result from architect c4000 = 21.8; rerun on alinity c = 22 (reference range 22-29). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.